Event description:
A nurse has reported a possible dialyzer reaction. It has been learned that this pt is new to dialysis. The pt started her treatment and then presented with symptoms of shortness of breath and chest pain. The pt received a dose of diphenhydramine IV. The symptoms persisted and the md ordered the treatment to be discontinued. The pt was discharged to her home without further incident. Currently, this pt receives dialysis with was of this product without further incident. The facility attributed the event to panic attacks and high anxiety.

Manufacturer narrative:
(B)(4).